Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented to the hospital for device change out due to normal eri. X-ray revealed suspected twiddler's syndrome. System was explanted.

Manufacturer narrative:
Fields deleted.